Event description:
Revision surgery performed after about 1 month from the primary surgery. The pathogen is unknown. The surgeon performed a washout and revised the medacta head and competitor liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 january 2022. Lot 1908980: (B)(4) items manufactured and released on 10-feb-2020. Expiration date: 2025-jan-21. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold and other two similar events have been reported.